Event description:
It was reported that the patient presented for a routine device check. Upon interrogation, it was noted the device was at eri with a voltage of 2.44v. Patient was seen in (B)(6) 2016 and the voltage was 2.57v with an estimated 3.6-4.1 years to eri. Abbott technical services discussed the midlife on the battery and indicated that the programmer overestimated the longevity of the device. No further information is available at this time.